Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have damage of the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The force bipolar instrument failed an electrical continuity test. The components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no bipolar output in the force bipolar instrument. The procedure was completing as planned with no reported injury.